Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported black and white image issue due to faulty dpn patient board set. The faulty parts were replaced, and the software was upgraded. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, evis exera ii video system center due to the device giving black and white image (color issue) during preparation for use. Upon inspection and testing of the returned device, it was observed that the printed-circuit board failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.